Manufacturer narrative:
The actual device was not available; however, two photographs and a video of the sample were provided for evaluation. Visual inspection of the provided video showed the involved catheter with adapted 2 syringes. The arterial connector showed a crack approximate 17-19 mm length and runs longitudinal. The crack starts on the connector borderline and is ending near the mid of a grip. The reported condition was verified. Visual inspection of the photographs were taken ¿with packed sample¿ (catheter is in pe-bag) no further details could be evaluated for the catheter. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak occurred on a gamcath gdhk-1320 during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.